Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned. The alleged product issue / event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.

Event description:
It was reported that the physician was pulling the coil back into the catheter to reposition and it detached on its own. Only 3cm of the coil was advanced out of the distal end of the catheter when the physician decided to reposition. The physician was able to remove the detached coil by removing the catheter. The catheter was reintroduced, and the case was successfully completed with no health effect to the patient.

Manufacturer narrative:
The visual analysis of the returned items found the implant coil stretched, damaged, deformed and separated from the pusher, with no indications of activation observed on the pusher heater coil. The investigation of the pusher found the monofilament broken, which indicates the device experienced a tensile break. The investigation of the returned coil system found the implant stretched, damaged, deformed and separated from the pusher; however, no indications of activation using a detachment controller was found on the pusher heater coil. The investigation found the pusher's monofilament with a tensile break shape at the tip, which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The microcatheter used in the procedure was not evaluated as a part of this evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint.